Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 231 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer stated that they been getting multiple no delivery alarms on there new insulin pump. Customer stated that it was not a site related issue but that the connection between the set and the reservoir. The customer was advised to talk to the help line for assistance and if they had any further issues to call back. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).